Manufacturer narrative:
DHR review was performed on the following lot number: 7097638 ¿ the lot number was built on afa line 2, from april 11, 2017 thru april 16, 2017. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for needle retraction by button activation were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Qn / sap database review: no. Reason: a review of the qn/sap database is not required for a s1 - o1 level a investigation per (B)(4). The peura (end user risk analysis): yes reason: the peura is required for all MDR reportable investigations. Findings: (B)(4) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis observations and testing: received one used non-retracted iag 24ga unit and a package label from catalog number 381423, lot number 7097638. The unit consisted of the needle safety barrel assembly and needle cover. Visual/microscopic examination: observed the needle was not retracted into the safety barrel and the white button had been depressed. Observed the spring was bound in two areas. Functional test (needle retraction) was performed: the white button was pushed to the out position, then was depressed and the needle did not retract performed the hub twist test then depressed the button, still no retraction pulled the hub upward and released; the needle retracted observed the dead coils had been pulled from beneath the button the spring was still bound after retraction investigation samples(s) meet manufacturing specifications: no, the returned unit provided for evaluation displayed bound spring which prevented a retraction. Conclusions: the defect needle retraction failure; as stated as the reported code was confirmed with the returned unit. Bound springs are typically caused by a larger od that causes one portion of the spring to become overlapped by another portion of the spring during compression caused by loading the hub. Did the evaluation confirm the customer¿s experience with the bd product? Yes; the customer experienced was confirmed based on the evaluation and testing that was performed on the returned unit. Were we able to reproduce the customer's experience with the bd product? Yes; reproduction of the customer experienced was achieved with the testing performed on the returned unit. Was the device used for treatment or diagnosis? Treatment root cause relationship of device to the reported incident: manufacturing. The needle retraction failure described in the incident report was caused by a bound spring introduced during the manufacturing process. Corrective action project / CAPA (#): a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: a current spring check station has the ability to detect non-retracting assemblies due to overlapping, hanging, and dropped coils in addition to missing springs. In order to detect these problems, the assembly's spring is slightly compressed and a pressure sensor measures the spring force. If the force is outside the specification limit it indicated that a problem exists and the assembly will be rejected. The spring check station inspects every part manufactured. Manufacturing was notified of this incident and the findings.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter failed to retract after use. There was no report of injury or medical intervention.